Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and oil contamination was observed during servicing. If add'l info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that service was required for the device. During service oil contamination was observed. The device was not being used during surgery. It is known that no pt/user injury or medical intervention had occurred. There was no add'l info provided.